Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05678, 3006705815-2021-05679. It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in a year. The ipg was deemed inoperable. As a result, surgical intervention occurred wherein the entire system was explanted.